Event description:
It was reported that there was an incomplete bone fracture around the distal low profile screw after or during intertan operation. An intertan 26 cm nail and trigen low profile screw were used. No other complications were reported.